Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device and images confirmed the reported event. The condition of the device indicates that high deployment forces were present. It can also be confirmed that the delivery system was cut distal to the grip and that the stent graft had been deployed. Potential contributing factors to the reported event have been considered. As the reported event was determined to be an isolated incident, no similar complaints could have been reviewed. This type of event may be associated with a difficult vessel anatomy, insufficient flushing of the device, or usage of inappropriate accessories. In this case, no additional information was provided. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline and that the use of an appropriately sized introducer sheath is recommended. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The reported application represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Not returned.

Event description:
It was reported that the stent graft could not be deployed during the stenting procedure. Then the delivery system catheter was cut and the stent graft could be deployed successfully. There was no reported patient injury.